Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 618 mg/dl with moderate ketones that were identified as life threatening by a health care provider. The customer attempted to self-treat with a bolus via pump and manual dose injection. During hospitalization, the customer was treated intravenously with saline and insulin. The customer was released from the hospital (B)(6) 2023 with no permanent damage. A replacement pump was sent to the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.